Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, customer removed and/or added insulin during pumping and/or outside of the load sequence. Tandem's technical support educated customer on cartridge labeling. Blood glucose was 140 mg/dl. A new cartridge was loaded and the pump performed as intended.